Event description:
Pt was revised on the day of the report and upgraded to different device. All old leads and extensions removed and replaced with MRI conditional 977a260 leads; no electrode impedances.

Manufacturer narrative:
Continuation of d10: product ID 3708160 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type extension product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type lead product ID 3708160 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead issue. Additional information was received from the manufacturer representative (rep). It was reported that electrode 7 was higher impedances; not red out of range but over 20k, and is going in and out of range, prohibiting the patient from using that electrode which is the most distal and needed to maintain coverage. Rep reported it was unknown when the patient first experienced the issue; there were no falls or issues reported. Rep reported symptoms experienced by the patient was pain seemed more intense. Rep reported the cause was electrode 7 being inconsistent available for use. Unsure if actual lead or extensions and will determine when patient is revised next month. Rep noted revision is to be scheduled in may. Rep reported the issue is not resolved.

Manufacturer narrative:
Product ID 3708160 lot# serial# (B)(6); implanted: (B)(6) 2007; product type extension product ID 3778-45 lot# serial# (B)(6); implanted: (B)(6) 2007. Product type lead product ID 3708160 lot# serial# (B)(6); implanted: (B)(6) 2007. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6); ubd: 13-aug-2011, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(6), ubd: 01-aug-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.